Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6).batch: 17561345/17561415.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to inadequate stimulation. The explanted device components will not be returned. No further information has been obtained despite good faith efforts.